Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record for sn (B)(4) was performed from 03/28/2019 to 07/01/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Failed preventive maintenance. Soft fault- other- specify in comments. No fault found. Failed preventive maintenance- (B)(4).